Event description:
Patient has experienced hyperglycemia of up to 500 mg/dl for 2 weeks, and she reported the infusion device rarely provides e4 occlusion errors and the insulin delivery is inaccurate. She had a ketone measurement of "+++," and delivered insulin via the infusion device as treatment. The infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. E4 occlusion errors were found in the history. The delivery accuracy and the occlusion limits were tested within the pump drive test on the diagnostic test and meet the specifications. All alarm functions were tested successfully and no malfunction could be observed during the investigation.